Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade upper tip broken off and returned. Upon visual inspection to the device, the ptc of the device was in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # m92l1h. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: the reported product code is nslg2c25. The reported lot number m92l1h is for nslg2c25. The event states that the tissue pad detached. This device does not have a tissue pad. Please, report the correct product code and lot number for a device with a tissue pad. Or, please, update this event for an issue with a nslg2c25. Did the top (moveable) jaw break off of this device? Did the broken jaw fall into the patient? The tissue pad corresponds to the black coating that fall into the patient. It was retrieved.

Event description:
It has been reported that during an unknown procedure, the tissue pad detached from the clamp arm and fall off. The piece did not melt away but broke off. The broken piece that fall into the patient was retrieved and will be returned with the device. No harm to the patient. The procedure was complete by another device.